Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter stopped working occurred for the transmitter with serial number (B)(6). However, data for the transmitter with (B)(6) was provided for evaluation. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A pairing test was performed and passed. A review of the data log was performed and signal loss was found within the investigation window. The allegation was confirmed as transmitter failed error was found. The probable cause was determined to be a transmitter failed error. The reported event of transmitter stopped working is reportable based on the finding of transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that transmitter stopped working occurred for the transmitter with serial number (B)(4). However, data for the transmitter with 8dp7h2 was provided for evaluation. The allegation was confirmed as transmitter failed error was found. The probable cause was determined to be a transmitter failed error. The reported event of transmitter stopped working is reportable based on the finding of transmitter failed error. No injury or medical intervention was reported.